Manufacturer narrative:
Follow-up # 1 date of submission 8/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 8/03/2016 with the following findings: a review of the black box and alarm history showed a cs 078 call service alarm. This alarm was duplicated during the investigation. The pump failed the 24 hour basal program test and the rewind, load, and prime test because of the alarm. It was observed that there was moisture inside all internal areas of the pump: on the display, on all the boards and near the motor flex connector. It was also observed that the motor was not working. Further testing could not be completed due to the moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.